Event description:
An (B)(6) woman, presented to dialysis with lethargy and weakness. Problems encountered initially with fistula cannulation but resolved and otherwise uneventful dialysis. Pt more weak at the end of dialysis. Sent to ER at 0940 on (B)(6) 2013 and blood draw suggested massive hemolysis. Hgb = 2.9. Spun hct = 10%. Plasma burgundy in color. Bleeding from av fistula in right arm. Last known hemoglobin was 11.3 on (B)(6) 2013. Pt developed dic like episode. Potassium 5.8 and lactic acid = 5.3 mmol/liter. Pt had temporary hemodialysis catheter placed and emergent dialysis was carried out. She was transfused with 8 units of prbc's and 10 units of ffp plus one unit of cryoprecipitate. Hemoglobin stabilized at 12-13 grams per dl post dialysis. Liver failure ensued with refractory hypoglycemia and progressive lactic acidosis with ph=6.99. Pt expired when family elected comfort care. Dialysis was with cobe phoenix dialysis machine and baxter revacleer dialyzer and tubing inspected but no defects seen. Run sheets show no abnormal pressures. Dialyzer and tubing with cassette has been saved and refrigerated. Autopsy denied. Pt has been on th. Diagnosis or reason for use: end stage renal disease. Pt has been on thrice weekly dialysis since (B)(6) 2012.